Manufacturer narrative:
The insulin pump was received with no button error alarm or battery out limit alarm noted. The pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Pump was unable to test the operating currents due to no button response. The pump had a scratched display window, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.